Event description:
It was reported there was an under infusion of a drug. The customer used sample sets of the vented syringe adaptor for the infusion, and the pump indicated 20ml infused but in reality only about 16 to 17 ml were actually infused. No further information is available.

Manufacturer narrative:
Updated d1, d4, d11, g3 & g5.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported there was an under infusion of a drug. The customer used sample sets of the vented syringe adaptor for the infusion, and the pump indicated 20ml infused but in reality only about 16 to 17 ml were actually infused. No further information is available.

Event description:
It was reported from nuclear medicine that under infusion occurred during primary infusion of adenosine. The intended programming was 20ml over 4 minutes with 3mg/ml and 30 ml total. The customer used sample sets of the vented syringe adaptor for the infusion, and the pump indicated 20ml infused, but in reality only about 16 to 17 ml were actually infused. There were no adverse patient effects caused to the patient.

Manufacturer narrative:
Investigation conclusion: the report of an under infusion when using sample sets with vented syringe adaptor for the infusion, and the pump indicated 20ml infused, but, only about 16 to 17 ml were infused, was not confirmed in the logs or replicated during testing. The pcu error log showed no errors or malfunctions. The review of the pcu event log confirmed an infusion of adenosine stress (drug ID 2). The log shows the infusion completes after approximately 4 minutes with a total volume infused of 20.22ml. There were no obvious programming errors. Testing performed on the source pump module found the device delivering fluids in specifications. Inspection of the source pump module found no irregularities. Inspection of the returned administration set found no irregularities. Device inspection: the source pump module was received in good condition. The returned used model (B)(6) administration set (new) was received in good condition. Root cause analysis: the root cause of the customer¿s complaint of under infusion was not identified. Device history review: review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 11feb2012. A review of the device service history record was performed beginning from the date of manufacture to the present date 22jan2021 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. A review of the complaint history record was performed for pump module s/n 13603905 which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device returned for evaluation.